Manufacturer narrative:
A patient experience ineffective therapy due to high impedance was reported to abbott. It was determined one of the patient's lead(s) showed high impedance and as a result, the lead was revised. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during follow up surgical intervention was undertaken on (B)(6) 2020 to investigate the problem. No product was explanted or revised during the procedure. Additional surgery may be pending to replace the lead.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-00977. It was reported one of the patients leads displayed high impedance resulting in ineffective therapy. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which lead has high impedance.